Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call high blood glucose levels and damage on the insulin pump. Customer's blood glucose level was as high as 489 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they were hospitalized as a result of diabetes and high blood glucose. Troubleshooting for damage on the insulin pump was performed. Customer advised the drive support cap on the insulin pump appeared flush and they had bumped the insulin pump into something. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.